Event description:
Reportable based on the product analysis completed on (B)(4) 2014. It was reported that during nephrostomy drainage removal procedure, a small cut on the tip of the vc/8.3flexima device was found. There were no patient complications reported and there was no harm to the patient. However, the returned product analysis revealed that the suture broke.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual examination identified the suture was broken, the suture key was not returned and the catheter was calcified. No cuts were found in the catheter returned. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).